Event description:
It was reported that patient was not able to get enough pain relief from the spinal cord stimulator device (scs). The patient underwent an explant procedure where all devices were removed. The explanted device will not be return due to hospital policy.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 5075894. Additional suspect medical device component involved in the event: product family: scs-ipg-r, upn: m365sc11600, model: sc-1160, serial: (B)(6), batch: 344554. Additional suspect medical device component involved in the event: product family: scs-lead fixation, upn: m365sc43180, model: sc-4318, batch: 22507835.